Event description:
It was reported that the screw in the implant at tooth site #14 had fractured. The implant was left in patient's mouth with no issues.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown / not provided. D1: brand name unknown / not provided. D4: catalog number unknown / not provided. Lot number unknown / not provided. Expiration date unknown / not provided. Unique device identification unknown / not provided. G4: PMA/510(k)# unknown / not provided. H4: device manufacture date unknown / not provided. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay corrected data and additional information. Correction: g3 was submitted incorrectly as july 8, 2025. The correct date received by manufacturer is july 14, 2025. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H6: type of investigation codes were added: 4111. H6: investigation findings code was added: 3221. H6: investigation conclusions code was added: 4315.

Event description:
Additional information was received, updating the reported event and item. Upon reassessment of the reported event, it was determined that this event was filed under the incorrect item, an unknown screw. Based on the product evaluation, it was confirmed that the screw that was returned was manufactured by a third-party. As a result, the prior submissions for MFR #0001038806-2025-01403 submitted on june 16th, 2025 is no longer considered a reportable event by the manufacture and no further reports will be submitted for the screw.

Manufacturer narrative:
This report is being submitted to relay corrected data and additional information. Correction: based on the product evaluation, it was confirmed that the screw that was returned was manufactured by a third-party. As a result, the prior submissions for MFR #0001038806-2025-01403 submitted on june 16th, 2025 is no longer considered a reportable event by the manufacture and no further reports will be submitted for the screw. No further reports will be submitted under MFR #0001038806-2025-01403.